Event description:
It was reported by healthcare professional "there was a nurse that identified a port that was leaking after it was placed on a patient on thursday (B)(6). No harm was done. The nurse believes there is a nick in the tubing. I did flush some saline through the tubing and did not see anything".

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfuf108 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 1¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the proximal luer adapter and a curos cap was attached to the y-site luer. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported by healthcare professional "there was a nurse that identified a port that was leaking after it was placed on a patient on thursday march 10th. No harm was done. The nurse believes there is a nick in the tubing. I did flush some saline through the tubing and did not see anything".